Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. One example was an initial result on another analyzer of 138 mmol/l and a repeat result on this analyzer of 147 mmol/l. The questionable results were not reported outside of the laboratory. The initial result was believed correct.

Manufacturer narrative:
The electrode lot number was u2967. The expiration date was not provided. The field service engineer reseated all the ise tubing connectors, cleaned the electrodes, cleaned the ise reaction bath, and adjusted the sipper nozzle. He primed the reagents and ran an ise check, precision check, and ise instrument check with all results within acceptable limits. The customer ran calibration and qc with results within acceptable limits. The investigation determined the service actions resolved the issue.